Manufacturer narrative:
There is no additional information available at this time.

Event description:
It was reported: "patient s/d right tka. Had left tka replaced in 2007. Tibial insert in right knee replacement changed out. No infection or pain reported.